Event description:
X-ray shows device at l4/5 is loose and device at l5/s1 is fractured.

Manufacturer narrative:
X-ray was reviewed in connection with ongoing litigation. Ebi has not received x-rays for evaluation.